Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 538 mg/dl at the time of incident and 153 mg/dl. Customer states insulin pump had insulin flow block alarm. Customer was able to complete the infusion set change. The insulin pump will not be returned for analysis.